Event description:
It was reported patient was in the hospital on monday and tuesday because, the device "wasn't working properly". The patient was not sure which date was correct the (B)(6). The stimulation "intensifies too much" and was painful when the patient "lays down, sits down, or touches her back to something". The device has been turned off. The manufactures representative met with her at the hospital to "test it" and could not resolve the issue. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type lead. (B)(4).